Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal baclofen (unknown) 150 mcg/ml at 53.03 mcg, dilaudid (hydromorphone) 20 mg/ml at 7.070 mg/day, bupivacaine 30 mg/ml at 10.606 mg, and fentanyl 1000 mcg/ml at 353.5 mcg via an implantable pump. It was reported that the patient had a routine pump replacement for pump approaching end of service (eos). Catheter was unable to be aspirated when replacing pump, so a revision of the catheter, as well as a pump replacement was performed. Unknown if any environmental/external/patient factors may have led or contributed to the issue. No diagnostics other than catheter aspiration at time of replacement. Interventions/actions that were taken to resolve the issue was a catheter revision. The issue resolved at the time of this report.

Manufacturer narrative:
Continuation of d10: product ID 8731sc lot# serial# (B)(6) implanted: (B)(6) 2011, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(6), ubd: 11-aug-2013, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.